Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button required hard presses to elicit a response. The patient observed peeling of the rubber keypad near the ok button. The patient reportedly wore the pump under a garment, against the skin and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the ok keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the down arrow, ok and contrast keypad buttons were intermittently unresponsive and the up arrow responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons and the ok key contact was found to be inverted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.